Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing preventative maintenance on their device, the device display went blank after defibrillation energy was delivered. There was no patient use associated with the reported issue.

Manufacturer narrative:
Section d10 returned to manufacturer on, of the initial medwatch report indicates: blank. Section d10 returned to manufacturer on, of the initial medwatch report should indicate: 12/11/2018.

Manufacturer narrative:
Recall 3015876-12/28/2018-001-c.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing preventative maintenance on their device, the device display went blank after defibrillation energy was delivered. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. Based on the available information, the following is the likely cause of the reported event: the likely cause of the reported issue has been determined to be due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing preventative maintenance on their device, the device display went blank after defibrillation energy was delivered. There was no patient use associated with the reported issue.